Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included perforation of tympanic membrane, uterine disorder, irregular menstrual cycle, pelvic pain, prolonged periods, endometriosis, uterine fibroids, breast reduction in 2010, cesarean section, multigravida and parity 3 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008). Concurrent conditions included dyspareunia, dysfunctional uterine bleeding, flank pain, ache, post coital bleeding, premenopausal menorrhagia, adenomyosis, explorative laparotomy, morbid obesity, taste metallic since (B)(6) 2016 and urinary frequency since (B)(6) 2016. Family history included coronary artery disease and hypertension (mother). Concomitant products included naproxen for progestin therapy as well as amlodipine (norvasc) from 2014 to 2015, anaesthetics (anesthesia), duloxetine hydrochloride (cymbalta) from (B)(6) 2013 to (B)(6) 2014, linaclotide (linzess) since 2013, metformin (glucophage) from (B)(6) 2014 to (B)(6) 2014, povidone-iodine (betadine) and valsartan (diovan) from (B)(6) 2014 to (B)(6) 2014. In 2008, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes ¿mood swings"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criterion medically significant), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year 1 month after insertion of essure, the patient experienced headache ("headaches/ migraines") and migraine ("migraines I headaches"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition - type: ibs") and abdominal pain lower ("lower quadrant (pain: severe)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract discomfort ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle with clots"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, mood swings, abdominal distension, fatigue, depression, sexual dysfunction, bladder disorder, urinary tract discomfort, migraine, nausea, weight increased, irritable bowel syndrome and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, sexual dysfunction, urinary tract discomfort, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she visited for an annual exam for routine gynecological examination. ER current method of contraception was an iud. Prior gynecologic procedures include tubal ligation and essure. Current method of contraception was essure-2009. Specifically she has opted for a total abdominal hysterectomy with bilateral salpingectomy. The procedure is scheduled for tuesday (B)(6) 2016. She not currently using any form of contraception even though she sexually active. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: satisfactory placement, occlusion of both tubes (normal) on (B)(6) 2008, patient had performed hysterosalpingogram the scout film demonstrates essure micro-markers in each side of the bony pelvis. Sinografin was instilled in a retrograde manner. The uterus is smooth in outline with no filling defect. Low and high pressure images were obtained as well as magnification views. There is no evidence of contrast into the fallopian tubes or perineum. On (B)(6) 2016, patient had performed radiology report 2 views of the abdomen findings: some postsurgical changes are seen in the pelvis most likely consistent with surgical fallopian tube occlusion. Impression: no acute abnormality seen. On (B)(6) 2016, patient had performed surgical pathology report were diagnosis: uterus, left and right fallopian tubes, hysterectomy and bilateral salpingectomy: cervix/endocervix:- acute and chronic cervicitis and reactive changes. Nabothian cysts. Endometrium: asynchronous endometrium with breakdown. Myometrium: focal scarring suggestive of previous-section scar. Uterine serosa: serosal adhesions. Left and right fallopian tubes: benign fallopian tubes (2) with fimbriae. Para tubal cysts. Clinical information: menorrhagia, dysfunctional uterine bleeding, low back pain, dyspareunia received in formalin labeled - uterus, cervix, left fallopian tube, right fallopian tube." The specimen consists of a 76.3 gram, 9.2 x 5.5 x 3.2 cm uterus and cervix. The serosa is pink-tan and exhibits adhesions and marks of surgical instrumentation. The ectocervix is glistening and demonstrates a slit like paten! Os. The endometrium is soft. Pink-ian and measures up to 0 2 cm. The myometrium measures 1.5 cm at the fundus. Additional sections reveal no distinct myometrial lesions. Two coil silver wires are noted within the right and left cornu. These do not appear to have migrated into the endometrial cavity. Also noted within the lower an tenor uterine segment are changes suggestive of cesarean section scar. Also within the specimen container are two fimbriated segments of fallopian tube averaging 3.5 x 0.5 cm. Paratubal cysts are present. Cut sections reveal no distinct tubal lesions. Wires are not noted within the lumen of either lube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal bloating, menorrhagia, dyspareunia, back pain. Most recent follow-up information incorporated above includes: on 22-feb-2018: medical records documents received, medically confirmed, new reporter,patient demographic information, relevant history, essure stop date and concomitant product were added. On 23-feb-2018: pfs received: new reporters, patient demographic information, product indication, onset and stop date updated, concomitant drugs and conditions new events vaginal haemorrhage, menorrhagia, sexual dysfunction, bladder disorder, urinary tract discomfort, migraine, nausea, weight increased, irritable bowel syndrome, abdominal pain lower added. Outcome for the event pelvic pain added as recovering / resolving and for events vaginal haemorrhage and menorrhagia added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.